Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014 she was driving her car, felt symptomatic for a low bg, and then was in a traffic accident. On (B)(6) 2014, animas spoke with the patient again to clarify events and review the pump. Events of (B)(6) 2014: patient¿s bg at 3:00p.m was 140 mg/dl, just prior to driving. She felt ¿off¿ which she indicates meant she was feeling symptomatic for low bg, so ate chocolate with no bolus. At 3:50 p.m., she blacked out and rear-ended a car. She hit the steering wheel and broke her sternum. Emt quickly arrived at the scene, checked bg at approximately 4pm: 137mg/dl. By the time she reached the hospital, bg was up to 220mg/dl. Patient believes that bg dropped low while driving and rose quickly after the accident in response to stress. Customer support (cs) reviewed pump: tdd for (B)(6) was as expected with no temporary rates or suspends programmed. There are no alarms in pump history for this timeframe and no prime recorded on (B)(6). Site was changed as per prime history on (B)(6). Cartridge cap is never manipulated while patient is connected to the pump. Bolus history for (B)(6) shows 636am 3.35u ezcarb completed for breakfast and 1219pm 3.70u ezcarb completed for lunch. Lunch was a typical lunch and there was no unusual activity prior to the accident on this day. Patient is s/p pancreatectomy and whipple but reports no other known medical conditions or medications that may have contributed to this blackout. Patient states her bg can fluctuate quickly and changes even with temperature changes in the weather. Cs advised patient there is nothing to indicate a pump malfunction and patient agrees, but is unable to identify an explanation for why a low bg may have occurred. She continues to use the pump at this time and has recently started using a dexcom system, recent bgs have improved. This complaint is being reported because a patient on pump therapy alleges hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.